Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova field service representative investigated the device and confirmed that the stirrer motor was blocked. The stirrer motor was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event was the corrosion of the stirrer motor bearing due to condensation or high temperatures and high level of humidity in the stationary phase that led to the motor shaft block.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirrer motor during procedure. There was no report of patient injury.